Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and tested on a centaur analyzer, an analytical e module analyzer (e170), and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. The investigation results were reported to the customer. No adverse event was reported. As not enough sample material was left for further investigation, a specific root cause could not be determined. From the information provided, a general reagent issue could most likely be excluded. The observed differences in the results between the different methodologies could be due to the different setups of all assays, the antibodies used, and the variances in reference methods. The results for all thyroid parameters vary in function with the age and gender of the patient and other population characteristics which should be taken into account when analyzing the results.